Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink system y-type blood/solution sets appeared cracked during patient infusions of packed red blood cells (rbc). The event was further described as the "rigid filter chamber" cracked. The donated rbc's spilled out. There was no patient injury or medical intervention associated with this event. No additional information is available.